Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 247 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer did not want to return the reservoir for analysis. The customer was informed to call the help line to trouble shoot the issue the next time they have an issue with their insulin pump. No further information was provided.